Event description:
The patient called and reported that the pacemaker feels like it is doing a cadence. There are 3 beeps, then skipped beats, and then it repeats. These series do not occur when the patient is lying down. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6)2002. (B)(4).